Event description:
According to the info rec'd, an end-user reported that a catheter was missing eyelets and went to the hosp because she could not catheterize.

Manufacturer narrative:
The return of the device has been requested. It is unk if the device is still available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Based on the info rec'd, there was no serious injury. Should the device or add'l info be rec'd, an addendum to this report will be filed.